Manufacturer narrative:
(B)(4). Device manufacture date: this device was manufactured 4/3/2016 to 4/6/2016. Device evaluation: result - the complaint handling lab received 89 bd integra syringes from catalog 305269, lot 6081866. Eighty eight samples were sealed and one (1) sample was returned used. The samples were visually inspected and observed. The one (1) used sample was received with the plunger rod fully depressed and safety mechanism activated but the needle did not retract into the plunger as it should have. This likely caused the leakage issue as well. When the safety mechanism is activated and the needle does not retract, there is a hole in the plunger where leakage can occur. Thirty (30) sealed samples were also tested for leakage and needle retraction. All 30 of those samples worked properly. The needles retracted and no leakage was observed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. The reported lot was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion - bd was able to confirm the customer's indicated failure on the returned sample. An absolute root cause for this incident was not identified. Complaints received for this product and condition will continue to be tracked and trended. Bd will continue monitoring the manufacturing processes to ensure product quality.

Event description:
It was noted that the safety mechanism of the suspect device fails to engage following use. The customer also noted leakage around the hub of the needle where it meets the syringe. No injury reported.